Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2020 that the patient complained that since (B)(6) 2017 (date of implant), the placement of the pump was uncomfortable because the cap (catheter access port) of the pump would touch his ribs when they were sitting. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue reported. No diagnostics or troubleshooting was performed. To resolve the issue, the hcp removed the existing anchoring sutures and re-secured the pump with the cap at a 3 o¿clock orientation. At the time of the report the issue was resolved and the patient status was alive without injury.